Manufacturer narrative:
Additional/updated information was added to reflect the left and right motor/gearbox assemblies being returned to the manufacturer for evaluation. The evaluation identified that the brake static torque for both motors was only 50 nm in both the clockwise and counterclockwise directions. Per the engineering design prints for the motors, the brake specifications state that the static holding torque should be a minimum of 61 nm. The 3garbase was manufactured in january 2012; therefore, the motors have exceeded their wear period of 1 year.

Event description:
The dealer stated that the wheel brakes are not holding, the wheels still can rotate in the off position.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the wheel brakes are not holding, the wheels still can rotate in the off position.